Manufacturer narrative:
The steris service technician was not able to recreate the arcing/sparking of the wire as the user facility reported. The technician replaced the electrical cord, velcro strap and ac plate with labels. The technician also noted that the cord clip which secures the power cord to the table was broken. The technician ordered the necessary parts to repair the cord clip and will return to complete repairs once the parts becomes available. The table was tested and found operating to specification. Steris quality received the damaged power cord and ac receptacle for evaluation. Visual inspection of the parts showed what appears to be a break at the strain relief. This can be caused by the cord being repeatedly yanked out of the outlet. The broken cord clip noted by the technician is also indicative of the power cord being yanked out of the outlet. There is also some evidence of possible corrosion in the receptacle, which could have been caused by the reported sparking of the wire.

Manufacturer narrative:
The customer has ordered and replaced the cord clip for the table. No further issues have been reported.

Event description:
The user facility reported that with a patient prepped on the table before a procedure, the anesthesiologist heard a crackling sound and saw a puff of smoke at the base of the table where the electric cord is plugged in to it. The anesthesiologist immediately disconnected the cord and the smoke stopped. The patient was transferred to a different or table, and the procedure was completed successfully. The table subject of the reported event was tagged and moved to a storeroom. There are no injuries or procedural cancellations reported with this event. There was a procedural delay reported due to the transfer of the patient to another or table.